Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016. Device evaluation:the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: during investigation, the pump was powered on and the audible alarm functioned properly. The complaint of an audio tone alarm issue was not duplicated during testing. Unrelated to the complaint, there was moisture observed under display lens. A leak test was performed and a display lens leak was found. The pump was opened and there was moisture damage found on printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone issue. It was reported that the pump was making same noises and vibration as when rebooting the pump. There was no alarm displayed when the random vibration and peeping occurred. The vibration alarm was reportedly functioning properly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.